Manufacturer narrative:
The returned device was evaluated the device was received fully deployed. The downloaded data shows the device completed first and second priming sequences as well as operated normally until it was deactivated at pulse 240. No timeouts or drive stalls were observed in the device data. The needle mechanism was inspected and no damages or abnormalities were observed that could cause the needle to not deploy. The needle mechanism was reset to the not deployed position and deployed as intended through manual advancement of the ratchet gear. No damages or defects were observed with the device that would result in a needle mechanism failure. This is a supplemental report that was filed under an initial asr report for exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: (3004464228-2019-06990). Report ID number: (B)(4). Exemption number: e2014031. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the pink slide is in the viewing window.

Event description:
It was reported while a patient had activated a pod, upon placing the pod at the insertion site the cannula failed to deploy as intended.